Manufacturer narrative:
(B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: replacement due to the patient¿s concern with the product, possible alcl, seroma.

Event description:
Healthcare professional reported "replacement due to the patient¿s concern with the product and possible alcl" and "took out the implants and have the fluid." The device has been explanted. This record is for the left side.